Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the motion issue experienced was that the jaw would not open as large as usual. Yes, the surgeons head was in the surgeon's console viewer and the issue happened when he was trying to manipulate instruments. The movements of the surgeon did scale appropriately to the instrument. The instrument moved in the intended direction. There was no lag and no shakiness. The issue was persistent and it occurred while trying to grasp tissue. They used a backup instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forcpes instrument was analyzed and found to have a loose pitch cable due to a loose screw at the clamping pulley axis 5. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The loosening led to a loss of tension in the associated handle cable and attributed this to the fact that the instrument could no longer be controlled precisely. The complaint regarding the energy could not be activated and would not move as commanded was confirmed by failure analysis. The probable root cause of loose pitch cable due to a loose screw are attributed to a component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument could not activate energy and could not moved as the surgeon wanted. The procedure was completed with no reported injury.